Manufacturer narrative:
Additional information was received that there was no actual break in the patient¿s skin. No device malfunction was suspected. The devices were not returned to bsn.

Event description:
A report was received that the ipg was eroding through the patient's skin. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 15782909, description: next generation anchor kit-sterile; model #: sc-8336-50, serial/lot #: 553930, description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the ipg was eroding through the patient's skin. The patient underwent an explant procedure.